Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The lead passed testing, the lead tip and helix appears intact.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall. An echocardiogram was performed and it was found an effusion. The fluid was removed via pericardiocentesis. Capture and sensing were good. The physician decided to explant this rv lead and place a new longer lead. No additional adverse patient effects were reported.